Manufacturer narrative:
A patient reported that on (B)(6) 2015 they developed a seroma and they took 750ml out. There was no other information available is no longer applicable to the event.

Event description:
A patient reported they had a herniated surgical site in (B)(6) 2015. Their healthcare provider (hcp) repaired it on (B)(6) 2015. There was no other information available at the time of the report. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system.

Event description:
A patient reported that on (B)(6) 2015 they developed a seroma and they took 750ml out. There was no other information available. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.